Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the gas source type setting of the ventilator device was in low-pressure oxygen (lpo) and could not be changed to the default setting which is high-pressure oxygen (hpo). - this occurrence was noticed during the preparation of the ventilator device needed for an oxygen demanding patient. The customer was not able to change the gas source type in to hpo-mode. The customer did not know how to solve this. The hamilton partner confirmed that the user was not able to identify the reason of not being able to change the oxygen setting at the time of incident. - whether alarms were triggered was not reported. - the device log files do cover the event of the time of failure. The device was set at lpo at the time of incident. - there is no patient involvement reported. The incident occurred when they wanted to prepare the ventilator device needed to ventilate an oxygen demanding patient during transport from one hospital to another. - there was need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 were updated with full UDI information as requested. Updated fields. Hamilton medical ag complaint number: (B)(4) follow-up 2 - device evaluation: hamilton medical ag has not received the affected ventilator for investigation. The device log files (event log, service log, error log) were provided to hamilton medical ag. All communication and security-related events are stored in the log files, which can be used for troubleshooting communication. Hamilton medical ag did have good contact with the technician from the local distributor during the investigation. This collaboration has led to the following. Investigation: the device log files have been examined by hamilton medical ag and show the following: on 24-oct-2023, the day prior to the reported date of event occurrence, the log files showed that the ventilator was set to lpo mode. On (B)(6) 2023, the log files showed that no ventilation was triggered and the ventilator was not used for ventilation. For this day, it was reported by the partner service technician that the personnel could not change the oxygen setting from lpo mode to hpo mode. The device had remained set at lpo. On (B)(6) 2023, the log files showed that the ventilator was switched from lpo mode to hpo mode, which shows that there was no technical failure of the device. The device log files data support the reported event at the reported date. Root cause analysis: the root cause of this event was insufficient user training: the user(s) were not knowledgeable enough about the device handling in order to change the gas source type from lpo mode to hpo mode. The user(s) was/were subsequently trained on this topic. The described event is no longer considered a reportable event due to the lack of a malfunction and the absence of a serious injury or death. Updated fields.

Event description:
The following was reported to hamilton medical ag: the gas source type setting of the ventilator device was in low-pressure oxygen (lpo) and could not be changed to the default setting which is high-pressure oxygen (hpo). This occurrence was noticed during the preparation of the ventilator device needed for an oxygen demanding patient. The customer was not able to change the gas source type in to hpo-mode. The customer did not know how to solve this. The hamilton partner confirmed that the user was not able to identify the reason of not being able to change the oxygen setting at the time of incident. Whether alarms were triggered was not reported. The device log files do cover the event of the time of failure. The device was set at lpo at the time of incident. There is no patient involvement reported. The incident occurred when they wanted to prepare the ventilator device needed to ventilate an oxygen demanding patient during transport from one hospital to another. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - the gas source type setting of the ventilator device was in low-pressure oxygen (lpo) and could not be changed to the default setting which is high-pressure oxygen (hpo). - this occurrence was noticed during the preparation of the ventilator device needed for an oxygen demanding patient. The customer was not able to change the gas source type in to hpo-mode. The customer did not know how to solve this. The hamilton partner confirmed that the user was not able to identify the reason of not being able to change the oxygen setting at the time of incident. - whether alarms were triggered was not reported. - the device log files do cover the event of the time of failure. The device was set at lpo at the time of incident. - there is no patient involvement reported. The incident occurred when they wanted to prepare the ventilator device needed to ventilate an oxygen demanding patient during transport from one hospital to another. - there was need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).